Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's current blood glucose value was 461 mg/dl. Customer mentioned that the earlier blood glucose was 147 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose. Customer was not alleging pump was over delivering. The device will not be returned for analysis.